Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records for manufacturing revealed no complaint related issues. The product evaluation revealed that the device exhibits numerous dings and dents which are indicative of extensive use. A buttress nut (pn 357.371 lot 4546699) was threaded on to the returned blade guide sleeve and threaded freely the entire length of the blade guide sleeve threads. The blade guide sleeve assembly easily snapped into and released from an aiming arm (pn 357.366 lot 4567005). It is concluded based on the inability to replicate the complaint, this complaint is invalid.

Event description:
It was reported that during a trochanteric fixation nail (tfn) procedure, the surgeon was trying to get the blade guide sleeve down to the bone, but it would not seat completely. The surgeon had to use multiple wrenches and a lot of force to seat the sleeve. Both the blade guide sleeve and the buttress nut have damaged threads causing them to not seat into position easily. This is report 1 of 2 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is an instrument and is not implanted/explanted. Original awareness date is (B)(6) 2012.

Event description:
This is report 1 of 2 for complaint (B)(4).